Manufacturer narrative:
Initial and final MDR 1935413 - MDR 3003442380-2024-20327 - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. On 15-jun-2024 and 16-jun-2024, it was reported that the patient faced three infusion sets kinked cannula within 3 or more hours of insertion. Site of insertion was thigh. Infusion sets were in use for 6-8 hours. Patient's blood glucose at the time of issue was reported as high. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.